Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported that during the pre-test process, it was observed that the standard console device would not turn on when used together with the foot pedal device. It was reported that there was no delay due to the event as an identical spare console device and spare foot pedal device was available for use. There was no patient involvement reported. No patient or user injury was reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the console device did not turn on could not be confirmed. An assessment was performed and it was determined that the console device was a first generation console and did not operate the small electric drive (sed) properly. It was further determined that the slide switches did not operate smoothly, the irrigation pump was coming loose, and the knob for irrigation was out of alignment. The assignable root cause was determined to be due to wear on components from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.